Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc considered that the reported phenomenon occurred because the subject device had been incorrectly reprocessed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc considered that the user reprocessed the subject device incorrectly. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the suction valve could not be detached from the subject device because clip had been clogged. There was the possibility that insufficiently and/or inappropriately reprocessed subject device was used in next procedure. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.